Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
On 11/9/2022, it was reported by a sales representative via email that one side of the tightrope from an ar-8926t syndesmosis repair implant, would not tension. Surgeon used another ar-8926t syndesmosis repair implant to complete the case without further issues. This was discovered during a procedure a syndesmosis repair on 11/9/2022.